Event description:
Team was transferring the patient from the interventional radiology (ir) table to the radiant warmer. The ir rn was moving the transport monitor to the patient's bed. The tram housing (tram chute) fell off the monitor (transport pro)and landed on patient's arm and chest. We have four of these type devices (monitors). We found 1 with a missing screw (that locks the tram housing to the monitor) in april. Then we had this reported incident. Upon inspection of the remaining 2, we found that both had loose screws that were near to falling out. The tram housing on our four transport pro monitors have been secured with a screw and locking nut until ge is notified and responds with an official modification.